Manufacturer narrative:
Additional information: it was later confirmed that the 2.25x26mm device dislodged after the device was removed from the patient, that a detachment occurred on the hypotube of the 2.50x18mm device and that the 2.25x22mm device was deformed at the distal tip. Device evaluation summary: the device returned with a detachment on the hypotube 22cm distal to the strain relief. Kinks were evident on the hypotube proximal and distal to the detachment site. The hypotube material was oval and jagged on both sides of the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to the stent. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use three resolute integrity rx coronary drug eluting stents to treat a severely tortuous, severely calcified lesion exhibiting 90% stenosis located in the proximal circumflex (cx) artery. There was no damage noted to the packaging of any of the devices. It was reported that stent deformation occurred in vivo during positioning/advancement for all three devices. It was stated that the event was due to use of the devices in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.